Event description:
No additional information.

Manufacturer narrative:
The reported event was able to be confirmed by review of the provided photographs. Visual examination of the pictures identified that the poly appears to be worn and covered with biodebris. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: versa-dial/comp ti std taper, cat #: 118001, lot #: 264620; versa-dial 54x24x58 hum head, cat #: 113065, lot #: 394810; pt hybrid glen post regenerex, cat #: pt-113950, lot #: 918860; comp primary stem 16mm mini, cat #: 113636, lot #: 733320. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the patient was revised due to wear. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.